Manufacturer narrative:
Device passed displacement test, basic occlusion test. Device failed prime/a33 test at 2.5 lbs due to faulty fsr(gold). Unable to verify motor error alarm or perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside the unit and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 518 mg/dl. The insulin pump received motor error alarm. Customer reported that the drive support cap appears normal. Customer did not report motor position encoder error. Customer was able to clear the alarm. Customer was able to complete pump rewind. The customer declined troubleshooting for high blood glucose value. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.